Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had no motor movement or negligible movement. Retries to free a stuck motor failed. Customer blood glucose reading was 120 mg/dl. Customer was not able to rewind but was able to clear the alarm. Insulin pump will be returning for analysis.

Manufacturer narrative:
Device passed self test, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. No motor movement or negligible movement. Retries to free a stuck motor failed alarm noted during testing. Motor was tested outside of the device and passed. (B)(4).